Event description:
It was further reported that on the same day in (B)(6) 2013 that bypass surgery was performed, the patient was diagnosed with acute blood loss anemia and was transfused with 2 units of packed red blood cells. On the following day, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that patient had worsening coronary artery disease and target vessel revascularization occurred. In june 2010, the patient presented with substernal burning associated with shortness of breath and dyspnea on exertion and the subject was diagnosed with stable angina (ccs class: 3) and underwent cardiac catheterization. Target lesion was located in the mid right coronary artery (rca) with 60% stenosis and was 5 mm long with a reference vessel diameter of 3.7 mm. Target lesion was treated with direct placement using a 3.50 x 16 mm taxus liberte stent with 0% residual stenosis. On the following day, the was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain, then was diagnosed with worsening coronary artery disease and was hospitalized on the same day. At the time of the event the patient was only on clopidogrel and aspirin was last taken in january 2012. Cardiac catheterization was recommended. In (B)(6) 2013, CABG x 3 was performed with lima to left anterior descending artery (lad), saphenous vein graft (svg) to 1st diagonal and svg to mid rca. There was 50% diffuse instent restenosis of mid rca noted. Five days later, the event was considered resolved without residual effects and was discharged on the same day on aspirin and plavix.